Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the device history record was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue. Per the instructions for use, right heart catheterization is required for system baseline (mean pressure) calibration and may be needed to recalibrate the baseline (mean pressure) in order to continue to use the system.

Event description:
Additional information was provided that which confirmed that the reported patient symptoms of chest pain, shortness of breath, and weight gain with atypical presentation that caused the patient to be admitted to the hospital were not caused by cardiomems. It was also confirmed that sensor recalibration was not the primary reason for the right heart catheterization.

Event description:
The patient was admitted for chest pain, shortness of breath, and weight gain with atypical presentation. A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor was recalibrated, and the mean was increased by 17 mmhg. Readings were observed under the manufacturer's patient care network database.¿ pending further info from clinic for hospitalization.